Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 413 mg/dl and treated with injection. Customer stated that the sensor would not accept calibration and would not find sensor signal. Customer noticed the sensor cannula was bent. Customer declined to troubleshoot. The insulin pump was not returned for analysis.